Event description:
Discrepant covid antibody test result, result = 1.21 (positive), rerun = <0.05 (negative). Result = 1.21 (positive), rerun = <0.05 (negative) siemens notified (5th result reported). Siemens reagent lot #006. FDA safety report ID# (B)(4).